Event description:
The external pulse generator was returned to the manufacturer due to the advisory, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) lcd display is out of specification and the battery drawer is broken. Battery release, lead flex cover, and heart lead flex are contaminated. Upper and lower cases, ring cover, and two side bail covers are broken. The ring and one side bail are missing.